Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer failed. A field service engineer (fse) reported that smart half height drawer 3-2, row c was not being detected. The station was rebooted, and the drawer was tested using the hardware test application (hta), where it functioned properly. The drawers were tested again using hta. The customer was then asked to recover the failed pockets in the station application, which resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system main drawer 3.2 failed. The customer tried to reboot but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.